Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but there was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if any further issues arose.